Event description:
The healthcare professional reports the implant was inserted (B)(6) 2025 in the patient's mouth. On (B)(6) 2026, implant failed was reported without reason. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported. Based on the available information the exact issue could not be identified.